Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy. Review of stored egm revealed inappropriate hv therapy due to far-r oversensing. Programming changes were suggested. Patient was fine.